Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were successfully implemented. There were no patient consequences.